Event description:
Around sixteen years ago pt became a victim of the vitek nightmare. The first set of bilateral tmj implants became infected and had to come out. On another try, the surgeon put a screw in too deep and it sliced through artery. If pt had not been at the hosp when this happened they would have bled to death before help could have come. Pt later found that surgeon had never tried this surgery before. Also, during one of the operations, a nurse was cleaning blood from inside ear and slipped. The q-tip went right through ear drum and into the inner ear causing a permanent hearing loss in that ear. Next, pt was sent to another dr. His first attempt at replacing btoh joints failed as well due to infection. After a year on antibiotics he tried to rebuild usinmg rib graft. During a 13 hours operation, a third dr put the vitek joints in. All went well until they dislocated a year later due to abnormal bone growth all around the implants. He then took his shot at rib grafts, only to have them fuse together at an alarming rate. By now the FDA had recalled the vitek implants but pt was not aware it. Pt later found out that dr knew about the recall but went right ahead and put another set in. He later removed them when they began to break down. Sometime, during this surgery, the blood supply was cut off from spinal cord and pt was told they may never walk again. It took a year but pt is up on their feet. Pt still suffers weakness from nerve damage today. So, last surgery was in 1996, almost 10 years ago. Because the vitek implants were no longer available dr made a make-shift tmj implant out of an artificial shoulder bone socket and metal plates and screws. Pt began to have complications shortly thereafter. Dr informed pt that he was retiring and that they had to do their own research to find a new oral surgeon. Now pt has bone growing outward inside ear canals and in front of ears. Pt can open their mouth just big enough to get the tip of their index finger in. The facial pain is so severe that pt has to take morphine three times a day. Pt has not seen their last dr or any other surgeon, since last surgery almost 10 years ago because he retired. Pt now has these excruciating, degenerating implants and no dr. Pt has been stuck in bed for two weeks with whole face packed in ice and even the morphine does not help. Pt's ear canals are so swollen that they can hardly hear. It feels like an elephant is standing on the side of their head. Pt does not know what to do or where to go. Pt is getting a little scared because the pain level has really jumped off the scale.